Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on with a blood glucose level of 28 mg/dl. The customer was treated for their blood glucose with IV fluids. The customer stated that they exercised too much which caused their blood glucose to bottom out. The customer did not troubleshoot and did not send the product back for analysis.